Event description:
It was reported that the correct application of a sensor attributed to an issue with a patient&#39;s eye. Immediately after a ten hour procedure, it was observed that the patient&#39;s left eye was swelling. Three days later the patient experienced a loss of light reflex, pupil dilation, edema of the skin, and ptosis in the left eye. Eye drops were applied and observation continued.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.